Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer woke up with high blood glucose levels and changed the accessories. However, blood glucose increased to hi mmol/l. The customer experienced elevated blood glucose symptoms and was unable to self treat. At 12:00 pm the customer went to the hospital. The customer was admitted into the hospital and treated with insulin injections; blood glucose levels lowered to 12.2 mmol/l. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged.